Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was ¿deactivated¿ because of lead issues. The ra lead has noise and the rv lead shows noise and is ¿not functioning¿. The patient received several inappropriate shocks. The physician decided not to open the pocket because the patient is an infection risk. The device had pacing and detection turned off. The patient received a new competitor's system implanted subcutaneous. Should additional information be received, this file will be updated.